Event description:
Consumer complaint of blood result reading of "lo". Last five tests in memory: "lo", "lo", "lo", "lo", 168 mg/dl, 179 mg/dl. Customer normally reads around 160 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product eval indicated that there was no malfunction of the device. Most likely underlying root cause of malfunction noted in the complaint: user had poor storage of test strips, user re-used test strips. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/05/2014).